Event description:
It was reported that a needle through the catheter occurred during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "the first attempt at channeling is performed in which the catheter cannot be advanced or can be peripherally accommodated due to catheter rupture, since when it comes into contact with the blood, the polyurethane softens and melts. In a new attempt at channeling, blood return is observed through yelco's body, the catheter is advanced, and the catheter ruptures again without return to the chamber before advancing the mandrel. It has been shown that with the insyte catheter mark, the number of punctures per patient has increased due to its material and operation."

Manufacturer narrative:
This complaint is a duplicate of MFR# (B)(4), please consider this MDR as a duplicate and cancelled.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle through the catheter occurred during use with a insyte 24ga x 0.75in. The following information was provided by the initial reporter, "the first attempt at channeling is performed in which the catheter cannot be advanced or can be peripherally accommodated due to catheter rupture, since when it comes into contact with the blood, the polyurethane softens and melts. In a new attempt at channeling, blood return is observed through (B)(6) body, the catheter is advanced, and the catheter ruptures again without return to the chamber before advancing the mandrel. It has been shown that with the insyte catheter mark, the number of punctures per patient has increased due to its material and operation."